Manufacturer narrative:
(B)(4). Patient's age reported to be in (B)(6). This complaint is for an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis following a disconnection between the titanium adapter and transfer set. The peritonitis was manifested by cloudy effluent. One day after the disconnection occurred, the patient experienced peritonitis and was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, frequency and route of administration not reported) for peritonitis. At the time of report, the patient's recovery status was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the nurse reported the cause to be that the non-baxter titanium adapter disconnected from the transfer set; therefore, the disposable device is no longer considered to have caused or contributed to the reported event. The patient experienced peritonitis one day after the disconnection event. The peritonitis was manifested by cloudy effluent. On the same day as peritonitis onset, the patient was hospitalized for the event and began treatment with ceftazidime (dose, frequency, route, and duration were not reported) and cefazolin (0.2 g, four times per day, intraperitoneal, duration not reported) for peritonitis. Ten days after the peritonitis onset, the patient stopped therapy with ceftazidime and cefazolin. Eleven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.